Event description:
It was reported that the device could not be interrogated. The patient had been lost to follow-up. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The field event was verified in the laboratory. The device would not communicate due to a low battery voltage. Testing on the bench with an external power supply and temperature cycling found a normal current drain. Automated electrical testing detected no anomalies. The battery was sent out to the manufacturer for further evaluation. An internal anomaly was found in the battery which resulted in the premature battery depletion.